Event description:
Wrench alarm was noted during rmp study. Thoratec help line was called and advised that the power module be changed. The power module was changed but the wrench alarm was again noted intermittently, power module cable was changed.